Manufacturer narrative:
Reason for reoperation: rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient representative reported a rupture, and silicone present in lymph nodes of armpit. Affected side unknown. Device has been explanted